Manufacturer narrative:
No damages capable of causing the dislodging of the cannula were observed. The cause of this event could not be determined. The soft cannula was observed to be flattened. It could not be determined when this damage occurred. The adhesive welds were observed to be incorrectly installed. The customer stated that the adhesive pad was securely attached, so this issue did not contribute to the reported dislodging. A crack was observed to the top housing of the device. It could not be determined when this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached around 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged and bent, while wearing it on the leg. For treatment, the parent changed out the pod and gave a manual injection. The ketones were medium.